Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. It was also reported that the customer experienced an elevated blood glucose (bg) level of 599 mg/dl with small ketones. Reportedly, due to the elevated bg, the customer went to the hospital and was admitted to the intensive care unit (ICU) on (B)(6) 2024. Reportedly, while the customer was in the ICU, they experienced a heart attack and developed pneumonia. While in the ICU, the customer received an insulin drip to address the bg. The customer was released from the hospital with no permanent damage and the issue resolved, however, multiple attempts were made by tandem technical support to follow up on the reported issue but no response was received. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿